Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had an image fault which was no image. The issue was found during the inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 (scope communication error) a definitive root cause could not be identified. However, based on the investigation findings, it is likely that a scope ID data error occurred. This data error triggered a b30 (scope communication error), which subsequently resulted in loss of image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.